Manufacturer narrative:
At this time, the investigation points to the difference in the shape of the thread form at the tip as potentially the most likely root cause of the thread failure of the driver stem that was observed in the field. The procedure was performed as an "open" procedure without a k-wire. The IFU and stg reference the use of a k-wire during placement. Decision was made on 06/07/2011 to recall the product. (B)(4) was notified on (B)(4) 2011. Formal report submitted on (B)(4) 2011.

Event description:
After drilling the pilot hole, the surgeon attached an ff screw to the implant driver holder assembly (800-1212) to place the screw. While placing the screw into the prepared hole and beginning to thread into place, the distal tip of the implant holder assembly shaft broke off and remained captured within the proximal head of the facet screw (800-1130). The facet screw had barely been driven, so it was retrieved without difficulty using a needle-nose grasper. The threaded implant driver shaft was removed from the implant driver assembly and was replaced with a second shaft from the kit. A new 30mm ff screw was opened, loaded onto the implant driver, and implanted at the intended location without issue. The first ff screw and the broken threaded implant driver shaft were retrieved and returned to osteomed for eval.